Event description:
While undergoing a robotic assisted laparoscopic total hysterectomy the monopolar curved scissors caused a thermal injury to the patients bladder dome. This was identified and repaired intra-operatively with over sew of the bladder dome.